Event description:
Information was received indicating that during use of a smiths medical cadd solis pump for ambisome (liposome) infusion, the patient was supposed to receive 120ml over 2 hours, but 40 ml was left over in the bag. It was also reported that the pump did not alarm occlusion or high pressure. No patient consequences were reported. No adverse effects were reported.